Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during an unknown procedure performed on (B)(6) 2016. According to the complainant, the patient experienced chronic pain in the hip, legs, lumbar region, abdominal and cervicalgia. Reportedly, she also had chronic migraine, fatigue and depression.